Manufacturer narrative:
Updates to section d10, g7, h1, h4, h6, h10. UDI # (B)(4) the device was returned for evaluation. DHR review was not possible as the provided serial number # (B)(6) does not appear to be a valid integra identification number. Investigation showed that that the large starburst teeth are worn and the base of the casting will require replacement. Unit received with the lock having rotational and lateral movement and a residue buildup is present. The reported complaint was confirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is still in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the mayfield modified skull clamp¿s teeth slipped while the patient was in the headrest causing a laceration. Additional information received on (B)(6) 2020 indicated that on (B)(6) 2020, a female patient had undergone a chiari procedure and was pinned on the prone position. The patient had laceration on the lateral side of the head, a few inches long which was closed with sutures. After the incident, the clamp was removed from service and was sent out for inspection.